Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model 7711800ce chronic catheter allegedly fractured. This report was received from various source. Two patients were involved with no reported patient injury. One female patient age is (B)(6) and (B)(6), one patients¿ age, weight, and gender were not provided.